Event description:
It was reported that during a treatment procedure, the balloon had been used successfully, however, during removal the wire (bmw) moved. The physician then elected to remove the balloon and wire as one and was able to do so without incident. After removal from the pt they attempted to remove the wire to use again; however the balloon sheared off during removal of the wire. No pt injuries or complications occurred.